Event description:
Customer reported over infusion of potassium on med surg patient: kcl 40 meq in 250 ml bag was to infuse over 4 hours but was found empty after 1 hour, 10 minutes. Secondary kcl bag was found empty and primary bag taut and overfilled, appearing to have more than its 1000 ml volume. Patient had stat EKG and potassium level done and was given calcium carbonate to counteract possible effect of potassium overdose. Potassium level was below normal. The patient did not experience any adverse sequelae. No further information was available.

Manufacturer narrative:
The product has been received, investigation is not complete. Initial testing identified secondary fluid flowing into primary set. The set has been sent to the valve supplier for further evaluation. A follow up report will be submitted with any new relevant information.